Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed that the adaptor presented no faults and is in perfect working condition. No failure identified. Regular maintenance was performed and the device was returned to the customer on 6/18/2013. Placeholder.

Event description:
Customer reported that the axes spined off the centre when the drill was in use. This is report 1 of 1 for complaint #(B)(4).